Event description:
Surgeon removing pt's cataract and inserting a lens when half way through the case the staff smelled smoke and almost immediately saw a lot of smoke. They realized it was coming from the microscope and turned it off and unplugged it, then removed it from the operating room.